Event description:
The reporter contacted animas on (B)(6) 2013 reporting being off the pump due to the pump malfunctioning. The reporter indicated that the pump was delivering normally until the cartridge was about half full and then the pump would stop delivering. The reporter indicated that the first day and a half of each cartridge the pump appeared to be functioning properly but then blood glucose levels would elevate. The reporter declined to troubleshoot the pump during the call. This report is made based on the allegation that the pump was not delivering insulin correctly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.